Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he felt resistance as he advanced the plunger towards the cartridge. As he continued to apply pressure, the lens (lens a) ejected rapidly from the cartridge into the eye. The capsule was not ruptured, but the surgeon could not find the lens in the pt's eye. One week later, the surgeon implanted another lens (lens b) into the capsule. Upon examination at a later date, the missing lens was observed near the ciliary body. One week following implantation of lens b, both lenses were removed from the pt's eye. Add'l info has been requested. There are two medical device reports associated with these events. This report is for lens b.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number, which is from this same pt. Add'l info has been requested.